Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of above 600 mg/dl. The customer stated that the insulin pump received a pump error alarm. The customer was not able to clear the alarm and unable to rewind the insulin pump. The customer treated high blood glucose with manual injections. Troubleshooting was not performed for high blood glucose levels. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No an error in the motor was detected by reading unexpected value from hall sensor alarms noted during testing.